Manufacturer narrative:
H3: analysis of the product ID 97755. Serial# (B)(6), revealed cable insulation is torn at connector. No device found message. Record the two values: the highest number (100) and the low number (00). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated for the last 2 months, they had been having issues while trying to charge and was steadily getting worse. Patient said they had been getting error messages (such as no device found) and the relay box and paddle on the recharger was getting really hot. Patient said it would take them 30 minutes to an hour to get a connection to charge the implant. Patient also said the controller battery would drain. A request was sent to the repair department to replace the recharger.